Event description:
It was reported the devices were used for a tubulation of the stomach. It was reported by the affiliate that the devices could not be fired after being reloaded with cartridges. It was stated that the event appeared to be a hyper lockout, but after changing the cartridge the devices still did not fire. It was reported that the nurse has been assisting the surgeon for two years, therefore "we could exclude misloading of the stapler". There was no pt consequence. Three eru60 reload cartridges are being returned with the device.

Manufacturer narrative:
H6; code 400: broken firing mechanism. Based upon the info received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. The returned cartridge had the lockout tab broken off. No conclusion could be reached as to how this damage occurred. Due to the damaged firing mechanism the instrument may become difficult to release from tissue. Some conditions which might result in damage to the firing mechanism are; interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions. Co strives to understand each incident as it occurs in order to continuously improve co's products.